Manufacturer narrative:
The insulin pump was received with a missing reservoir tube o-ring and a broken reservoir tube lip. The reservoir tube lip was completely broken off and the test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that the reservoir compartment broke; a screw broke off. The customer was changing his reservoir last night and found the gasket on the floor. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.